Event description:
During the clinicians' replacement of an enteral feeding device that had been placed in the pt four months ago, it was observed that the bumper of the first device had become detached from the tubing and was now located in the pt's stomach. The clinicians did not remove the bumper, but allowed it to be eliminated by the pt through defection. The complainant indicated that there was no adverse affect on the pt as a result of the reported problem.